Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the leaflet tear requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. The clip delivery system (cds) was advanced and implanted on the mitral valve. Minutes after deployment, mr increased, and a leaflet tear was suspected. A second cds was advanced and implanted medial to the first clip to reduce the mr and stabilize the first clip. Echo and fluoro confirmed that both clips look stable. The procedure was completed with a final mr of 1-2. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on available information, a cause of the reported leaflet tear could not be determined. The reported patient effect of tissue injury as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.